Event description:
On march 31, 2010, a healthcare professional contacted lifescan (lfs) (B) (4) alleging that a onetouch ultra meter used in their medical center was reading inaccurately low. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that on (B) (6), 2010 at 6:02 am they tested a patient's blood glucose with the subject meter and obtained a reading of "43 mg/dl." They retested the patient with the same monitor and obtained results of "21 mg/dl" at 6:03 am, a message of "lo" at 6:27 am and "23 mg/dl" at 6:28 am. After testing at 6:28 am, the reporter stated that the patient was treated with 40cc of IV glucose as a result of the alleged low readings. At 6:51 am that same morning the patient was tested again and obtained blood glucose results of "lo" with the subject meter, "528 mg/dl" on a different onetouch ultra meter, and "474 mg/dl" on a laboratory device. The reporter stated that the patient was then treated with amaryl (dose unknown) and 6u of humulin r. The reporter denied that the patient developed any symptoms suggestive of hypoglycemia or hyperglycemia. The reporter informed the csr that the patient had been hospitalized after suffering bone fractures and a cerebral contusion in a traffic injury. At an unspecified time, after obtaining the alleged low blood glucose results with the subject meter, the reporter claimed that a control solution test was run on the subject meter and obtained a result of "63 mg/dl" which fell below the specified control solution range. Based on statistical methodology, the calculated difference between the glucose results obtained with the subject meter and other devices exceeded the expected value of <=30%. Replacement products were sent to the facility. This complaint is being reported, because a patient was reportedly treated with insulin by an hcp after having been administered IV glucose based on alleged low results obtained with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.